Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited abnormal impedance, abnormal sensing, abnormal battery depletion, high thresholds, no capture and had dislodged and migrated. It was also reported that the patient experienced an arterial puncture, cardiac perforation, chest pain, endocarditis, infection, pacemaker syndrome, procedural dysrhythmias, thrombus and tissue necrosis. The leadless ipg was explanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.